Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. Elekta reviewed the software logs and the post treatment historical record is showing one field for one patient with multiple false over-rides. The software logs showed actual dose delivered is equal to the prescribed dose. There was no mistreatment that occurred due to this error. The root cause for the override is unknown. The issue was not reproduceable in-house with the customer's data or at the site. The customer confirmed that the field showing the override on the parameters were treated in full and at the correct prescribed position. The override issue occurred only to one field for this patient. There was no potential of reoccurrence or mistreatment due to this observed issue.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported a treatment override issue on a patient's chart.